Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges questionable bolus advice. Caller stated with a blood glucose level of 250 mg/dl the meter bolus advice was 0.2 units of insulin. Also, caller reported when the blood glucose level was 235 mg/dl the meter bolus advice was again 0.2 units of insulin; customer declined bolus advice and manually gave 1.6 units of insulin. No adverse event reported. Requested return of the alleged device for evaluation.